Event description:
Information received indicates the head section of the bed is not going up.

Manufacturer narrative:
The technician isolated the issue to the stem valve. He replaced the stem valve to repair the bed.